Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacer dependent patient was symptomatic with loss of consciousness and seizure and was admitted to the hospital. The right ventricular (rv) lead was found to have high increasing thresholds and oversensing. The lead was suspected to have dislodged. The lead was reprogrammed prior to lead revision. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.